Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6). Gunawardene, m., et al. Life-threatening delayed myocardial ischemia and malignant arrhythmias occurring after pulsed field ablation of atrial fibrillation. American heart association circulation. Letter. December 2025. Https://doi.org/10.1161/circulationaha.125.07798. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature article that asystole and death occurred. A study was completed between march 2023 and july 2025 at seven (7) international healthcare facilities to assess patients who experienced delayed or prolonged ischemic or arrhythmic adverse events after a pulse field ablation (pfa) procedure for atrial fibrillation. Eleven (11) patients were enrolled in the study, nine (9) of whom received pfa via a farawave catheter and two (2) who received pfa via a non-boston scientific ablation catheter. Procedure summary: the patient underwent a redo pfa left atrial posterior wall isolation and pulmonary vein isolation procedure with a farawave catheter. The procedure was performed under deep sedation with no atropine and a peri procedurally dose of 10,000 international units of heparin. Event summary: twenty (22) days post pfa procedure, implantable loop recorder data showed atrial fibrillation followed by ventricular fibrillation which progressed to asystole and the patient died. Autopsy findings revealed mild ventricular dilation and cardiac hypertrophy. Patient status: the patient is dead with a cause of death of spontaneous ventricular fibrillation.